Event description:
It was reported that during central processing, the plastic at the tip of the fenestrated bipolar forceps instrument was damaged. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base on the yaw pulley.